Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received excessive failed battery test alarms even after several battery changes. It was reported that insulin pump was cracked from the top to the bottom of insulin pump. It was reported that insulin pump was not dropped or bumped. Customer's blood glucose was 5 mmol/l. Customer was advised that insulin pump would be replaced.